Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient fainted and experienced muscle cramps. She was alone (in her room) at home and regained consciousness on her own and recovered by herself. The reporter could not provide information about medication or treatment provided. It could not be determined if the patient experienced inaccurate cgm values or missing notifications. The cgm reading showed values around 70 mg/dl, decreasing to 50 mg/dl and then fainted. Data was provided and evaluated. A review of the performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert was set to 90 mg/dl. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values reaches 55 mg/dl within 20 minutes. Data investigation shows that at 5:26 pm on (B)(6) 2025, the patient¿s estimated glucose values dropped below the user low alert threshold and the app delivered a visual low alert with an egv of 82 mg/dl. At 5:31 pm, the app delivered a visual urgent low soon alert with an egv of 64 mg/dl; this alert was acknowledged three minutes later. The patient¿s egvs remained below the user low alert threshold for the next 15 minutes or so, reaching 57 mg/dl at the lowest point at 5:36 pm. The patient¿s egvs then crossed back into target range at 5:51 pm with an egv of 117 mg/dl and continued to rise thereafter. The reported complaint was confirmed as no audio output. The probable cause was determined to be use error as the patient's mobile device was likely set to silent/mute at the time of the incident. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.